Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-29140. During follow-up, several inappropriate automatic mode switch (ams) episodes were noted due to noise on the atrial lead. All electrical parameters were stable. The physician prefers to monitor the patient by follow-up, the patient was in stable condition.